Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited minute ventilation oversensing on the right atrial channel. There was no indication of pacing inhibition for greater than two seconds. Troubleshooting included turning off the respiratory rate trend (rrt) feature. It was also reported that this crt-d exhibited variable impedances that jumped from the 500 ohms range to the 1,600 ohms range. This crt-d remains in service at this time. No adverse patient effects were reported.